Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluid in the device connector was suspected. Newly implanted device was exhibiting oversensing. The oversensing issue was resolved over the night. No more issues were reported. The patient is stable post-procedure.